Event description:
It was reported that a revision surgery was performed due to the breakage of the intramedullary hip screw nail through the proximal lag screw hole. It was reported that the pt had experienced a fall prior to discovery of the device breakage.